Event description:
It was reported that a patient's blood glucose levels reached 400 mg/dl, while wearing the pod on the leg between 24 and 36 hours. The cannula had dislodged from the infusion site. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.

Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.